Event description:
Caller reported pt experiencing elevated blood glucose. Caller indicated that pt administered an insulin shot and later her blood glucose reading was "hi" (600-700 mg/dl). Caller indicated that pt was taken to the hosp and given insulin IV, which lowered the pt's blood glucose level. Caller indicated that pt began using device and her blood glucosse levels began to increase. Caller indicated that pt was then administered insulin IV again. Caller indicated that pt tested positive for keytones at the hosp. Caller indicated that she observed insulin that had leaked inside the device. Pt reported that recently there had been two deaths in her family.